Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6b: explanted date: device was not explanted. E3: occupation: material manager. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The physician stated that he was able to get the device in the arteriotomy, when he went to "pull back" on the device it became stuck. He was able to deploy it, and the patient was doing fine. The type of procedure performed was a peripheral intervention. Additional information was received on 23dec2025: the procedure sheath size used was an 8 french. The patient was doing well. There were no concomitant devices used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube and hemostasis sheath. The device was visually inspected. The device is in used condition with visible signs of blood. The carrier tube is in rear lock position. The suture is detached from the carrier tube. The hemostasis sheath has no abnormalities or defects. Two segments of the suture are present. One segment contains the black stop marker. The suture segment ends appear cut. The second segment contains the clear stop marker. The suture segment ends appear cut. The carrier tube is deconstructed. The suture was completely deployed. The carrier tube was deconstructed to examine the spool of suture. The suture was completely deployed. The returned device appeared to be used. The hemostasis sheath and carrier tube appeared to have been separated, and the suture was fully deployed. The complaint description alleges difficulty during deployment but was able to be successfully deployed. Therefore, the complaint can be confirmed for deployment difficulties. The exact root cause cannot be determined. The likely cause is inadequate force applied to pulling back the device, producing issues with deployment. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).